Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter cracked and leaked during use. The following information was provided by the initial reporter: the bd insyte autoguard 24g x 0.75 - 20 ml / mim catheter has cracked which has caused leakage of venous solutions, medications and, among others, which may contribute to errors in the administration of medications and solutions due to unsatisfactory doses due to waste caused by overflow. Thus, successive attempts of peripheral venous access in children are necessary, which has been causing psychological damage (trauma due to being accessed several times), crying, complaints from family members and in addition to the risk of hospital infection due to peripheral venous access.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter cracked and leaked during use. The following information was provided by the initial reporter: the bd insyte autoguard 24g x 0.75 - 20 ml / mim catheter has cracked which has caused leakage of venous solutions, medications and, among others, which may contribute to errors in the administration of medications and solutions due to unsatisfactory doses due to waste caused by overflow. Thus, successive attempts of peripheral venous access in children are necessary, which has been causing psychological damage (trauma due to being accessed several times), crying, complaints from family members and in addition to the risk of hospital infection due to peripheral venous access.

Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.